Event description:
Consumer initially reported complaint for error messages; customer did not recall the specific error message. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix go meter; per customer he just ate breakfast 10 minutes prior to testing. The customer's blood glucose test result range was not provided. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/21/2027 and per the customer the open vial date is 11/14/2025; customer stated he had just gotten the meter on 11/14/2025. The meter memory was not reviewed for previous test result history. .

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note 1: customer contacted manufacturer on 26-nov-2025, per the customer, he received the replacement meter but not the control solution. Customer stated he would not be using the true metrix go; per the customer, he purchased a true metrix meter but he would still like to test the true metrix go with the control solution. Control solution was re-shipped to customer. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern, unable to establish contact with customer at this time.